Event description:
It was reported that the blade broke at the mount into numerous pieces during a procedure. No adverse consequences were reported.

Manufacturer narrative:
The blade subject to this complaint was returned for eval. It was visually confirmed that the blade had broken into two parts. An assessment of the blade's features confirmed conformance to required specification. It was not possible to determine the root cause for the breakage.